Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01809.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach a ruby coil using the handle, despite attempting multiple times. Therefore, the ruby coil was removed, and the physician completed the procedure using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.